Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, calcified common iliac artery (cia). During the first inflation, the sterling balloon ruptured at 12 atm. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).